Event description:
The doctor complained of intermittent and loss of power which resulted in a posterior capsular rupture. The doctor was then required to perform a vitrectomy procedure subsequent to the capsular rupture.